Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse instructed the customer to remove the side panel and inspect for leaks and then clean and dry the wash leak sensor. The customer ran the wash primes three times and observed no leaks. The customer then ran patient samples without any errors. Upon follow up, the customer reported that they were running all quality controls without any errors. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for a similar complaint was performed for serial number 10424610 from 23-sept-2017 through 23-oct-2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [3005] leak sensor detected leakage. Cause : the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution : contact tosoh service center or local representatives. The most probable cause of the 3005 leak sensor detected leakage error was the wash overflowed onto the leak sensor.

Event description:
A customer reported error message 3005 leak sensor detected leakage on the aia-2000 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl), parathyroid hormone (ipth), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.